Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies and normal end of life and telemetry and output okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. A health care provider reported that a patient's ins was at eos and they were concerned that it only lasted 6 months. The device is expected to be replaced with a rechargable one. It was noted that when the patient was seen on (B)(6) 2017, the ins was dead, and it is believed that the ins died sometime in late (B)(6) or in (B)(6). There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.